Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-jul-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of lioresal at 180.3 mcg/day via an implantable pump for intractable spasticity. It was reported the patient¿s pump was refilled on (B)(6) 2018 and the hcp reported they were able to aspirate all of the drug from the reservoir, then when they filled the pump, they were able to put all of the drug in the reservoir. Upon removing the needle, the hcp noticed a clear fluid coming out of the hole where the needle was. The hcp was certain she did not perform a pocket fill, but the patient¿s mother noticed the pocket began swelling after the pump was refilled. The patient was sent home with oral baclofen. No symptoms were reported. The hcp also reported the patient was at physical therapy in (B)(6) 2018 and they heard a popping sound in the pump. An x-ray was performed immediately, and the hcp saw that the pump was fine. The device was interrogated, and no abnormalities were found. The pump has been filled about twice since then, and there have not been any volume discrepancies. Troubleshooting could not be performed on the call due to lack of access to product. The hcp reported they were certain they could not have performed a partial pocket fill and planned to proceed with a dye study. No further complications were reported or anticipated. Additional information was received from the healthcare provider (hcp). It was reported on (B)(6) 2018 a side port tap was performed. The side port tap indicated no blockage or disconnect. The hcp stated the reported fluid could be non-infected seroma fluid or a cerebrospinal fluid leak. There was no sign of medication withdrawal. The cause of the reported issue was not determined. It was confirmed that a pocket fill did not occur. The patient was to wear an abdominal binder when up and about to tamponade any fluid leak. An appointment was scheduled to recheck the patient on (B)(6) 2019. Regarding the popping sound heard during physical therapy in october, it was unknown if there were any factors that may have caused or contributed to this occurring. Additional information was received from a drug partner. It was reported the patient had started receiving lioresal on (B)(6) 2012. The indication for use for lioresal was provided as spastic diplegia. It was reported that one cc was withdrawn without resistance during the baclofen pump side port tap on (B)(6) 2018. It was reported there was initial site swelling noted on (B)(6) 2018. A thoracolumbar x-ray was done, and the catheter was intact. A non-infected seroma was suspected. No tests or laboratory evaluations related to the reported event were performed. The patient's medical history was provided as male with diplegia cerebral palsy, spasticity and abnormal gait. The patient had a baclofen pump placed (B)(6) 2012 and had it replaced (B)(6) 2018. The patient has been on lioresal the entire time. No concomitant medications or dietary supplements being taken at the time of the reported event were provided. On (B)(6) 2019, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). Additional information stated the rep was invited on (B)(6) 2019 to a catheter exploration case for this patient. The rep called the physician's assistant (pa) and they stated there may be a micro leak somewhere and they had previously done a catheter access port (cap) dye study that was successful (date unknown, unavailable). The catheter could be aspirated successfully and dye was visible at the tip of the catheter according to office reports. The office claimed they have aspirated the pump pocket several times for fluid buildup which was a possible seroma. No further information on diagnostics/troubleshooting available. The pa claimed they were able to aspirate the catheter just fine, however, the patient was forming fluid in the pump pocket. The rep went to the case the next day ((B)(6) 2019) and the surgeon found a leak at the base/neck of the suture-less connector and claimed this catheter was defective. The connector was removed and replaced with a new segment. The rep stated the patient has had this catheter since 2012 and no issues prior to this recent development. The reps stated it was "unknown what caused this". The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Analysis results were not available at the time of the report. A follow-up report will be sent once analysis is complete. The evaluation codes have been updated for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned to the manufacturer for analysis on august 16, 2019.

Manufacturer narrative:
Analysis of the catheter revealed coring/tears in the seal of the sutureless catheter (sc) connector that met leak criteria. Analysis noted a circular tear and/or coring into the sealing surface of the sc cup connector. (B)(4). If information is provided in the future, a supplemental report will be issued.